Manufacturer narrative:
Reportable malfunction with no specimen return. The engineering investigation revealed based on the information available the reported issue could not be confirmed and no root cause could be determined. Investigation determined that risks associated with the reported issue are addressed in the risk management file. A review of manufacturing records confirmed that the lots associated with the issue met all acceptance criteria.

Manufacturer narrative:
Cross reference report number: 3003910212-2020-01040. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that when using gore-tex® suture (cv-2, item 2m25a) it kept coming apart from an unknown area after the knot was tied. It was reported there was 5 total in the box. Two will be captured in this event and the other three are captured in (B)(4).